Event description:
Insulin pumps from insulet corporation are failing at an alarming rate 30%. The pumps are failing to dispense insulin, even though programmed to do so, are with in the 72 hour use span with system reporting 50 or more units available. Most of the failures are on day2, two of the pumps failed to start. Failure results in glucose test 4 to 6 times normal, and can result in kidney damage, heart damage, loss of consciousness, brain damage, stomach problems due to acid increase, and severe eye problems, leg cramping and severe nausea. Each failed results in loss of insulin at a large expense to user. Humalog insulin is (B)(6) per bottle and should be reimbursed, some units are recycled. FDA needs to inspect recycling procedure, all aql procedures to prevent release of defective units. Debtor name and address: (B)(4). Num: none. Corp type: corporation. Filing date: (B)(6) 2006, 5:33:00 pm. (B)(4). (B)(4).